Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/11/2025, an FDA medwatch notification was received via email. A facility representative reported that an ar-3636 knotless fibertak anchor tip broke off upon securing. This was discovered during a procedure on (B)(6) 2025. Additional information was provided on 9/18/2025: this incident occurred during a right shoulder bankart repair and remplissage procedure on (B)(6) 2025. The tip of the ar-3636 knotless fibertak anchor broke off while being secured inside the patient, and the fragment was not retrieved and remains in the patient. The case was completed as planned using an ar-3636 knotless fibertak anchor, with no delay and no additional anesthesia administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.